Manufacturer narrative:
Via sample analysis, the reported event was confirmed due to product specifications and performance failure. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Cause of the failure is unknown. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (external power cord). There was no obvious damage to the device. No residue was present. There was light and sound indicating function with the returned pcba. Once the device was disassembled, there was not a small or heavy amount of residue on the base and the rim. Inside the device, there was light residue and light corrosion on the returned pcba. There was also a small amount of brown and cream colored residue in the inner tubing next to the motor. Noted, there was orange discoloration located on the sponge. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter " . 6. Use only the purewick urine collection system ac power cord with the device. Use of an alternate consumer style ac power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks. Separated housing. Not suctioning properly or no suction. Damaged power cord. Failure to clean and or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. Corrections: a, d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states purewick no suction very quiet barely hear motor did suction test on their own and no suction kit replacement checking for leak and that didn't help accessory kit order (B)(6) 2025 transfer to cs. Rep did a water test and the unit failed collecting only 100cc. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared). Tcm please send biohazard box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states purewick no suction very quiet barely hear motor did suction test on their own and no suction kit replacement checking for leak and that didn't help accessory kit order 10-14-25 transfer to cs. Rep did a water test and the unit failed collecting only 100cc. No additional information provided. Troubleshooting did not resolved the issue. (Prepping and placement tips shared). Tcm please send biohazard box.